Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports, that the implant was inserted (B)(6)2019 in fdi 46 of the patient's mouth. Details of surgery are reported as follows: immediate extraction site. On (B)(6)2019, non-osseointegration of the implant was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, pain, mobility and swelling. No further patient complications were repo

Event description:
The following was involved in this event: bone qlty type iii, poor hygiene around implant, bone resorption, immediate extraction site, infection.